Event description:
Since having implants, had gall bladder removed, hysterectomy, sjogrens, ra, vision change, brain fog, etc. Complete hysterectomy, 2 autoimmune disease, problems with skin, pain in back, vision has blurred, headaches, joint pain. FDA safety report ID# (B)(6).